Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high ketones and an elevated blood glucose (bg) level of 500 mg/dl with an unknown cause. The customer administered a correction bolus and a manual injection in attempt to resolve the issue. Additionally, the customer was admitted to the hospital where an insulin drip resolved the high bg. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.